Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: no device associated with this report was received for examination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the patient came with a complaint of pain to the right knee. Patient had a total knee replacement in (B)(6) 2024. Patient had never been pain free since the surgery. Doctor ruled out the possibility of infection in the joint then ordered a bone scan. The results from the bone scan indicated that the medial side of the tibial component showed signs of loosening. Doctor scheduled the patient for revision surgery. During the revision surgery it was inspected that the femoral component first and noted that it was well fixed. The poly insert was removed then the tibial component was inspected and determined that it had some micro motion on the medial side consistent with the findings of the bone scan. Doctor decided to remove the tibial component and revise it to an attune tibial tray with a sleeve and stem, and leave the femoral component due to it being well fixed. So doctor placed a sz 4 6mm primary poly to match the sz 4 femoral component and noted that the joint was stable and had great range of motion. It was reported that patient was revised due to loosening at cement to implant interface. Cement manufacturer was depuy synthes. Cement was mixed for one minute and set time was approximately 14 minutes. Plastic spatula was used for cement delivery. Affected area: right knee.